Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fph service center in (B)(6). It was visually inspected and performance tested, as per neopuff infant resuscitation technical manual, by a qualified fph service engineer. Our analysis is accordingly based on the photographs and service report provided by fph service center. Results: visual inspection revealed that the lower and upper end caps and front fascia panel were cracked. Performance test revealed that the manometer was out of specification, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 050714. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is likely that the manometer was out of specification due to some form of impact to the neopuff. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff was returned to the hospital unrepaired as per request by the hospital staff.

Event description:
A hospital in (B)(6) reported that the manometer of an rd900aeu neopuff infant resuscitator was out of specification and requested to service the device. No patient consequence was reported.